Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625- additional surgery (pt-sutures and hs-incision enlarged). Section h6- health effect - clinical code 4581: appropriate term/code not available (hs-incision enlarged). An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drn00v was implanted into the patient's left eye which was found to be scratched during the procedure. The lens was removed, and it appears that the inserter may have scraped the lens. The patient was not injured. The complaint device was discarded. Additional information received confirmed that the lens was fully inserted into the patient¿s left eye and was found to have a scratch in the center of the optic. The lens was subsequently removed and replaced during the same procedure using a back-up lens of the same model and diopter. A suture was placed due to the enlarged incision, which is standard practice when the incision cannot effectively self-seal after an intraocular lens is removed. It is unknown whether the device caused or contributed to the event; however, the lens was advanced normally through the preloaded cartridge and injector with the correct viscoelastic, and it appeared scratched immediately upon insertion. At the one-week postoperative follow-up, the suture was removed, and the patient achieved 20/20-1 vision in the operated eye. The patient continues to be monitored.